Event description:
On aug. 4, 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter is reverting to setup mode. Per the owner's manual, the meter will revert to the setup when you first receive the meter or when you replace the battery. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue first occurred in 2007, at 10 am. After the reported issue began, the patient could not obtain a reading from the meter and guessed on her insulin treatment (15 units of humalog). She developed suggestive hypoglycemia symptoms of sweating soon after. The patient did not require medical intervention. The patient did not treat the symptoms with anything. At 11:30am, the patient obtained a reading of "134 mg/dl." During troubleshooting, the patient verified that she did replace the battery on the meter, and there was no trauma to the meter. The issue was resolved with training. This complaint is being reported because after the patient was unable to obtain a meter reading, she guessed how much insulin to take, and developed symptoms that were suggestive of hypoglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.